Event description:
It was reported that the patient is deceased after ventricular tachycardia (vt). It was further reported there was possible ¿runaway¿ of the external pulse generator with a rate of 180 pulses per minute instead of reported set rate of 90 pulses per minute.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. Product event summary: analysis information -- (B)(4) 2013, 22:37:07 cst pli# 10 product ID# 5348 the flex tape was found to have an electrical discontinuity/open circuit, (B)(4): analysis confirmed customer comment that the device rate intermittently jumped to 180 bpm regardless of the rate knob setting and this was attributed to the flex tape connection being intermittent therefore the flex tape assembly was replaced. Analysis also found the battery drawer cap was cracked and one bail cover broken. Geo event description: **reported to ca** it was reported that a patient deceased while equipped with an external pacemaker after a ventricular tachyarrhythmia. A nurse described a possible runaway of the device at 180 bpm instead of 90 bpm. Preliminary geo assesment: the product manual states: potential adverse effects related to the use of temporary external pacemakers such as the model 5348 include, but are not limited to: initiation of a tachyarrhythmia or acceleration of an existing tachyarrhythmia. Requested additional information preliminary geo conclusion: likely potential adverse effect listed in manual. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) - analysis confirmed customer comment that the device rate intermittently jumped to 180bpm regardless of the rate knob setting and this was attributed to the flex tape connection being intermittent therefore, the flex tape assembly was replaced. Analysis also found the battery drawer cap was cracked and one bail cover broken. (B)(4).

Event description:
It was reported that the patient is deceased after ventricular tachycardia (vt). It was further reported there was possible ¿runaway¿ of the external pulse generator with a rate of 180 pulses per minute instead of reported set rate of 90 pulses per minute.